Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the surgeon inserted an endoscopic device through the 511sd trocar and the flapper valve gasket fell off of the trocar and into the pt. The gasket was retrieved and the procedure continued. There was no consequence to the pt.